Event description:
It was reported that after cementing the hip stem, the patient was transferred to the recovery room and post-operative films were taken. Films revealed that cement was retained extramedullary and was between the unipolar head and the acetabulum. The patient was brought back to operating room for cement removal. While attempting to dis-impact the head to obtain access to the acetabulum for exposure, the stem had come out of the cement mantle. A new batch of cement was prepared and the stem was recemented without any issue.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d6, d9, g3, g6, h1, h2, h3, h6, h10. Corrected field; h6- device code(s) product was not returned or pictures not provided. Visual device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after cementing the hip stem, patient was transferred to recovery room and post-op films were taken. Films revealed that the stem had come out of the cement mantle. Patient was brought back to operation room and the stem was recemented. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.